Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a leg angiogram, difficulty was encountered in gaining access using a standard micropuncture (manufacturer unspecified) in the patient's scarred groin (from previous endarterectomy). The standard micropuncture was exchanged for a cook medical micropuncture transitionless stiffened cannula access set sheath. Upon removal of the stiffened sheath, it stretched. A 5 french (fr) short sheath was then inserted and utilized to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was separated. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.